Event description:
A hospital in foreign country reported via a distributor that the heater wire alarm of the humidifier sounded right after they started using the rt206 adult breathing circuit. No patient consequence was reported.

Manufacturer narrative:
The electrical resistance of the heater wire in the inspiratory tube of an rt206 adult breathing circuit was tested using a multimeter. Results: the resistance of the inspiratory heater wire showed an open loop connection due to a broken connector between the heater wire and one of the connector pins in the inspiratory tube. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became the open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of adult open circuit heater wire has a rate last year.